Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was attempted to be advanced to the target lesion. However, upon inserting the device into the guide catheter, the balloon shaft broke. The procedure was completed with a different device. No patient complications were reported.